Event description:
The pump (c270050, c-series, 270 ml, 5 ml/hr) infused twelve (12) hours quicker than it should have. One (1) day post operation procedure the pt developed sores in the mouth and had nausea. The pt did not require treatment or intervention and was reported last as being in stable condition.